Event description:
A report was received that the patient's leads were explanted and were replaced due to infection. The physician believed that the infection was procedure related. Drainage was noted during the explant. The patient did well postoperatively. It was unknown if the patient was given any antibiotics.

Event description:
A report was received that the patient's leads were explanted and were replaced due to infection. The physician believed that the infection was procedure related. Drainage was noted during the explant. The patient did well postoperatively. It was unknown if the patient was given any antibiotics.

Manufacturer narrative:
Additional information was received that the patient's ipg was also explanted as per the physicians's preference. Additional suspect medical device components involved in the event: model #: sc-1110-02 serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.